Event description:
The reporter had rec'd the er1 messages when first diagnosed with diabetes and said that "it probably was high at that time because I was running in the 900's. Now my blood sugar is under control and I have not gotten the er1 message." She did not remember if she had used the color chart.